Manufacturer narrative:
A system service check of the avanta fluid management system serial was completed on (B)(4) 2013 which confirmed that the injector was operating within bayer r & I specifications. The multi-patient disposable set (mpat) and the single-patient disposable set (spat) that were in use during the alleged event were discarded by the site. The site was unable to provide the lot numbers of the disposables; therefore, testing of retained samples was not possible. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the pt. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. Additional applications training has been offered and we are awaiting a response from the site. Based on the limited information, we are unable to determine the root cause of the alleged air injection. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
Bayer r & I was notified that an alleged air injection had occurred. The hospital reported that they had injected a pt with an unreported amount of air that had filled the entire left coronary system. This was seen on the first image. A balloon pump was inserted, the pt was transferred to ICU and then was discharged the following day.